Manufacturer narrative:
Investigation summary with all the available information, boston scientific confirmed a distal circumferential fracture probably contributing to the report of defective fiber; therefore, the event is confirmed. A distal circumferential fracture has the potential for forward firing. Analysis identified debris adhesion on the metal cap, which is indicate of tissue contact. It is probable that the tissue adhesion contributed to elevated temperature at the fiber output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Device history record review a review of device history record confirmed that the device met all material, assembly and performance specifications. Labeling review a review of the device directions instructions for use (IFU) was completed. The IFU list the following: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Device technical analysis the fiber was returned and upon receipt at our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits moderate devitrification at output window. The metal exhibits mild burned debris adhesion on its surface which is indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aim beam was present at the output window and there were no signs of breakage along length of fiber. Investigation conclusion based on analysis results, a probable cause of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the greenlight fiber was not detected by the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned and analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture, has the potential for forward firing.